Event description:
Procedure type: prostatectomy. According to the reporter: the surgeon passed the needle through the tissue. When the endostitch was opened, the needle had broken off in the tissue. Efforts to find the needle fragment were made but it was not retrieved. Post operative x-ray was completed and hospital protocol followed.

Manufacturer narrative:
(B)(4).